Manufacturer narrative:
The camera holder has a tension screw that is loosened prior to cleaning and sterilization between uses. The returned product was returned disassembled and when inspected, was found to be missing one washer in the assembly. W/o this washer, device was reassembled and functioned according to specification.

Event description:
During a surgical procedure, the camera holder became disassembled during positioning. The holder consists of 29 hollow cylinders called ball joints through which a multi-strand cable runs. The holder came apart causing the hollow cylinders to come loose. The pt was x-rayed to ensure no pieces were lodged in the pt. Hospital confirmed no pieces were seen on x-ray. No reported pt injury.